Event description:
Device was used to stabilize a bone. Pt was suffering from continuous swelling. X-rays were taken and it revealed extreme resorption of metatarsal head secondary to the use of the device.